Event description:
It was reported that the device migrated. The device was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the painfree sst study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.